Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the unit has touchscreen issues since the device was serviced in march 2022 captured in another project record. Reports the unit has not been used most of the summer, and since then they need to calibrate the touchscreen every time they need to use the unit. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Investigation is ongoing.

Manufacturer narrative:
H10: the remote service engineer (rse) requested the power-on hours at the present hours and during the previous servicing, the unit had 7,870 hours. The customer replaced touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.